Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 1560mg fluorouracil diluted with 0.9% sodium chloride to a total fill volume of 96ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 16, 2015 to march 17, 2015. The device was received for evaluation. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. Functional testing was performed and showed continuous flow at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.